Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 69mg/dl, 93mg/dl, 123mg/dl. Tests were done <10 minutes apart with a difference of 32mg/dl. Patient did not experience any adverse events. No further information has been reported.